Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: ¿leak at [the] right breast implant."

Event description:
Patient representative reported patient experienced ¿leak at [the] right breast,¿ ¿pain,¿ ¿very hard and painful,¿ ¿right breast was smaller and softer than the left breast,¿ ¿mental anguish¿ and ¿loss of the capacity for the enjoyment of life.¿ patient representative also reported patient ¿suffered bodily injury ¿suffering¿ disability, disfigurement,¿ these events are not related to the device. Device was explanted. This record is for the right side.